Event description:
It was reported that the insulin pump is not delivering the correct amount of insulin. Customer's father stated that his daughter is experiencing high blood glucose. The blood glucose reading is 600 mg/dl. Customer treated with manual injections. The blood glucose levels have been 400 mg/dl to 600 mg/dl. Customer is vomiting and nauseated. During troubleshooting, the time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.